Event description:
During a procedure, the balloon of the palmaz genesis opta pro jammed into the guidewire and separated into pieces during deflation. The balloon was being inflated to position the stent. The piece of the balloon was surgically removed from the artery. There were no reported further pt complication. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Add'l info has been requested and will be provided within thirty days of receipt.